Event description:
New information noted that the patient continues to experience false pause episodes on their implantable cardiac monitor. Patient refused to present in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardiac monitor showed false pause episodes due to loss of contact. Patient then presented in clinic and review of transcripts revealed under-sensing episodes. No intervention was performed. Patient was discharged and would be monitored remotely.